Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter was missing a screw that holds the power cable in place after being taken out of its box. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that controller ac adapter passed functional testing. Visual inspection revealed a missing screw from the clamp of the cable assembly, as a result, the reported event was confirmed. Based on the investigation conducted, the most likely root cause of the reported event may be attributed to multiple factors, including but not limited to handling of the device and/or improper assembly. If information is provided in the future, a supplemental report will be issued.